Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during the implant procedure, the lead exhibited poor r waves, and was repositioned. Following the repositioning, the lead exhibited t-wave oversensing (twos) during impedance testing. This was determined to be a known issue that only occurs during the impedance testing. The lead remains in use. No patient complications have been reported as a result of this event.